Manufacturer narrative:
Batch review performed on 14 may 2024. Lot 2110586: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-21. No anomalies found related to the problem. To date, only (B)(4) of the lot has been sold.

Event description:
The patient came in reporting mcl instability after a primary tka and the cause is unknown. After the mcl reconstruction utilizing an achilles graft, the poly needed to be downsized (from 14 to 13mm). The surgery was completed successfully.